Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex. The same day the patient suffered a myocardial infarction (mi). The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Lipid lowering drugs,clopidogrel and asa continued from block. Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
Approximately 10 months post index procedure, the patient was rehospitalized and CABG of target lesion/vessel was performed due to re stenosis. The CABG was successful. The investigator indicated that the reported event was definitely related to the study device.

Event description:
It is reported that the patient suffered a second myocardial infarction (mi) approximately 9.5 months post index procedure. The reported mi was unrelated to the target vessel. The investigator indicated that the reported event was definitely related to the study device.